Manufacturer narrative:
(B)(4).

Event description:
Pff, sticker sheets, and implant log sheets received. In addition to what were previously alleged, ppf alleges metal wear. Added lawyer and law firm. Doi: (B)(6) 2010 - dor: (B)(6), 2014 (left hip)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and elevated metal ion levels. Update rec'd 5/8/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, burning sensations, stiffness, shingles, clicking sounds, inflammation, and severe metallosis. There is no new additional information that would affect the investigation. Update aug 24, 2017: medical records received. It was stated that physical therapy was requested due to gluteus medius tendonitis/greater trochanteric bursitis. This complaint was updated on: aug 29, 2017.